Manufacturer narrative:
Device was returned with heavy dried coag on the jaws. Jaws are in the closed position. Ratchet lock was on "on" position. Jaws are stuck in the closed position, cannot open, distal end of the device was soaked in warm water, still cannot open jaws. Conducted functional testing by connecting the device into 2 different model generators set at 2 different setting, the device did activate and coagulation effect was seen on the tissue. The device was disassembled to determine why the jaws would not open. Inside the handle was a high buildup of dried blood and coagulum preventing the ratchet lock to disengage and the jaws to open. The jaws were forced opened exposing cracked electrodes. This along with the buildup of blood residue inside the handle would indicate that the device had been used. Cannot confirm the customer complaint of the device did not coagulate.

Event description:
Dr. (B)(6) was hoping to perform a bso laparoscopically using gyrus everest product code 3006 at (B)(6). The gyrus everest was connected to the force triad from covidien. The customer reports that the gyrus everest would not coagulate so they proceeded to open a second instrument. It also failed to coagulate. They adjusted the watts on the force triad generator but it made no difference. When the surgeon pressed the button it made an audible tone. The customer reports that the gyrus everest was also connected securely to the force triad. After both instruments allegedly failed they converted to an open approach, laparotomy. The customer reports that the patient is doing fine. (See 2183680-2015-00004 for second device).

Event description:
Dr. (B)(6) was hoping to perform a bso laparoscopically using gyrus everest product code 3006 at (B)(6). The gyrus everest was connected to the force triad from covidien. The customer reports that the gyrus everest would not coagulate so they proceeded to open a second instrument. It also failed to coagulate. They adjusted the watts on the force triad generator but it made no difference. When the surgeon pressed the button it made an audible tone. The customer reports that the gyrus everest was also connected securely to the force triad. After both instruments allegedly failed they converted to an open approach, laparotomy. The customer reports that the patient is doing fine. (See 2183680-2015-00004 for second device).

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.